Event description:
It was reported that during the procedure, the insulation of this left ventricular (lv) lead was perforated by the guide wire while pushing it through to the spiral end of the lead. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a puncture approximately 75mm from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that during the procedure, the insulation of this left ventricular (lv) lead was perforated by the guide wire while pushing it through to the spiral end of the lead. No adverse patient effects were reported. This lead was received for analysis.